Event description:
Customer reporting 1 false positive sars result due to high background. Unknown symptomatic status of patient and if confirmatory testing was performed.

Manufacturer narrative:
Investigation summary: data analysis indicated high background that can be corrected for with changing lc480 settings on the customer's instrument settings. Root cause: customer equipment error. Source: phone.